Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with the umbilical hernia on an unknown date approximately a month and a half prior to receipt of this report. It was reported that the umbilical hernia was not pre-existing prior to pd therapy. The patient had a surgical repair of the hernia on an unknown date during the same month as receipt of this report. The cause of the hernia was not reported. The pd nurse stated there was no additional treatment for the umbilical hernia besides the surgical repair and there were no overfill events, increased intraperitoneal volume (iipv) events, or any high drain alarms prior to the patient¿s diagnosis of the hernia, or prior to the surgical repair of the hernia. At the time of this report pd therapy was ongoing and the patient was recovered from the umbilical hernia and hernia repair surgery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and a complete evaluation could not be performed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.